Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem customer clinical support informed customer that using cold insulin is off label per the user guide. The customer's blood glucose (bg) was 600 mg/dl. Customer administered a manual insulin injection to address bg. Reportedly, customer continued using pump for insulin therapy.